Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, during the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. Another same model/length lens was implanted during the same surgery and the problem was resolved. The cause of the event was unknown.